Event description:
It was reported via repair work order that the headend lift was stuck due to a malfunction in the motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was also reported via repair work order that the footend lift was stuck due to a malfunction in the motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.